Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of the mynx control vascular closure device (vcd), the sealant became exposed while trying to deploy the device. This happened at the end of a revascularization procedure. There was no patient injury. The vcd is available for analysis.

Manufacturer narrative:
Additional information was received and the manufacturing and expiration date was added.

Manufacturer narrative:
During use of the mynx control vascular closure device (vcd), the sealant became exposed while trying to deploy the device. This happened at the end of a revascularization procedure. There was no patient injury. The product was not returned for analysis. However, 4 pictures were provided. Review of the pictures shows the distal end of a mynx control vascular closure device in which the sealant appears to be exposed to blood, swollen, and protruded out from the distal end of the sealant sleeve assembly, covering the balloon proximal neck. The sealant sleeve assembly appears to be slightly opened which may have been attributed to the swollen sealant. The condition of the device appears in the provided pictures indicated that the device may have been inserted into an existing procedure sheath which may have caused the sealant to be exposed to blood/moisture prematurely, resulting in the reported incident.a product history record (phr) review of lot f2133401 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿deployment difficulty-premature¿ was confirmed during photograph analysis. Based on the information provided, and without the product return, the exact cause of the reported event could not be conclusively determined. . It should be noted that mynx control device is manufactured with the sealant outer sleeve assembly at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlap outer sleeves. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the outer sleeve assembly and is protected by the sealant outer sleeve assembly from being exposed prematurely. If the outer sleeve is damaged/shredded during the device insertion into sheath, it could prevent the device from being inserted into the procedural sheath. According to the instructions for use (IFU) which is not intended as a mitigation of risk, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously¿ the IFU also instructs to insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath. Neither the phr review nor the information provided suggests that the reported events are related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.